Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, customer did not address bg at time of the report with tandem technical support. Customer reverted to an alternate method of insulin therapy.